Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR. Report: 1627487-2013-21153. The patient received two scs systems. It was reported the patient was receiving ineffective stimulation from his peripheral scs leads (off-label) in addition to a pinching sensation when stimulation was turned on. As a result, surgical intervention was undertaken to reposition the peripheral leads which resolved the issue.